Event description:
During the peripheral vein isolation procedure, an air leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient. After the sheath was placed in the patient, the physician cleared the sheath of all air. After inserting the ablation catheter into the sheath, air was noted. The physician attempted to aspirate the air from the sheath but was unable to. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.